Event description:
The customer reported that an alarm was sounding and a regulator failed error message. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced. The system is now operating as intended.